Event description:
Pt revised to address loosening.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the manufacturing lot. Provided information stated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.